Event description:
It was reported that a customer observed a leaking connection between the check valve and the manifold on a solution administration set. This was observed during patient use, though no patient injury or adverse event was in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.